Manufacturer narrative:
The maryland bipolar forceps instrument has been evaluated by the failure analysis (fa) team. Fa was able to confirm the reported complaint. The instrument was found to have thermal damage on the bipolar yaw pulley. The instrument was found to have an exposed electrode on one of the bases of the bipolar forceps grip. The unit passed an electrical continuity test. The instrument was found to have scratch marks/abrasions on the edge of the bipolar yaw pulley. The scratch marks/abrasions were found on both side of the bipolar yaw pulley.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the tip of the maryland bipolar forceps instrument was charred and damaged during use. The procedure was completed as planned with no reported injury using a backup instrument. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use and no damage was found. The customer could not recall if there was any collision. No arcing was observed. Photographic images of the device(s) or a video recording of the procedure are not available for isi review, but the instrument was sent.

Manufacturer narrative:
An RMA was issued to the customer requesting to have the intuitive surgical, inc. (Isi) device returned. Additional information is being gathered to determine the contribution of the device to the customer reported issue. The root cause of the customer-reported failure mode could not be determined as the product would not been returned for evaluation.